Manufacturer narrative:
The lens was returned dry in a small vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear residue and debris on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -13.0 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017, the lens was explanted due to elevated iop. After explant, iop returned to normal level. To date, the surgeon does not plan to exchange the lens. As of the date of MDR submission, the lens has been returned, but not yet evaluated.